Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on august 17, 2016 with blood glucose of 670 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due to high blood glucose. Customer was treated with insulin drip. Customer was not wearing insulin pump at the time of emergency room visit. Customer reported that insulin pump was lost the night prior to going to the emergency room and was requesting a new insulin pump.